Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to an "miss out to put in the carton box". It was unknown whether the device had met specifications. The product was intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the user would not likely cause this issue. The device was not returned

Event description:
It was reported that the purewick urine collection system was not suctioning last night but the patient thought the wick was too tight. Also stated it was working and the patient needs a manual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not suctioning last night but the patient thought the wick was too tight. Also stated it was working and the patient needs a manual.